Event description:
It was reported that prior to the start of a da Vinci-assisted uretorectomy surgical procedure, while the team was preparing for surgery because error 40073 had appeared following prior troubleshooting. Technical Service Engineer (TSE) had the site power cycled the system, and it had powered on without any further active errors. TSE then checked the error logs and found they had been clean after the power cycle, while the reported error had still been present in the recent error history. TSE explained that, since the error had recurred, it could not be assured that it would not return during surgery. The procedure aborted with no report of patient involvement.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE went on-site and replaced the Endoscope Controller (EC). The system was verified and ready for use. Intuitive Surgical, Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.